Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported pain on her arm during insertion the adc (abbott diabetes care) device. It was indicated that the customer experienced a loss of consciousness and later self-treated with paracetamol. There was no report of death or permanent impairment associated with this event.